Manufacturer narrative:
The device has not yet been returned to the manufacturer for investigation. When the device is received, a quality investigation will be performed and a follow up report will be filed.

Event description:
It was reported that the femoral canal brush was broken during a tha procedure. Nothing fell into the surgical site. The pt did not require any additional treatment and there are no allegations of adverse consequences associated with this event.